Event description:
It was reported to medtronic minimed that the customer suspected the pump was delivering too much insulin, and reported that the issue began after switching to the instinct sensor.. The customer stated that the hypoglycemia was treated with glucose/carb intake and assistance from customer's partner. The blood glucose value was 70 mg/dl. The event involved product(s) mmt-1884, 78893-01, mmt-332a and unomedical. Troubleshooting was performed, and pump settings, priming technique, reservoir status, and programming were reviewed and found to be accurate; it was identified that the customer had been entering inaccurate carbohydrate values to receive additional insulin, which may have contributed to the low blood glucose events, and the customer was advised to monitor blood glucose, avoid inaccurate entries, and follow up with their healthcare professional. It was also found that the customer was using the insulin pump system within 48 hours of the reported event and had the auto mode/smartguard feature active at the time of the event. No further patient complications were reported. No product return is required for mmt-1884, 78893-01, mmt-332a and unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.